Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 44510 . There were no injuries or adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump alarmed and displayed error code 44510 during power up. The investigation determined that corruption of the software was the cause of the reported issue. The software was reinstalled. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement.